Event description:
It was reported while using bd pen needle 31x5 5b ema insulin was not able to be delivered. There was no reported patient impact. The following information was provided by the initial reporter: the disposable syringe needle was used in the subcutaneous insulin injection of the patient on (B)(6) 2020. When the needle was found to be not smooth and could not be used, the needle was immediately replaced.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd pen needle 31x5 5b ema insulin was not able to be delivered. There was no reported patient impact. The following information was provided by the initial reporter: the disposable syringe needle was used in the subcutaneous insulin injection of the patient on (B)(6) 2020. When the needle was found to be not smooth and could not be used, the needle was immediately replaced.